Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported difficult to remove clip delivery system /steerable guide catheter could not be determined in this incident. The reported poor image resolution is due to challenging patient anatomy. The reported noise and improper or incorrect procedure or method appear to be due to user technique. Additionally, a definitive cause for the reported patient effect of air embolism which then likely resulted in the cardiac arrest and subsequent death could not be determined. The reported patient effect of ventricular fibrillation was cascading effect of cardiac arrest. The reported patient effect of foreign body in patient and embolism was due to user technique/operational context. The reported patient effects of cardiac arrest, ventricular fibrillation, air embolism, embolism, foreign body in patient and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of cardiac arrest, ventricular fibrillation, air embolism, embolism, foreign body in patient and death as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures.

Manufacturer narrative:
Device code 2017: incorrect removal the clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the clip remains in patient.

Event description:
This is filed to report air embolism, ventricular fibrillation (vf), requiring intervention, death, difficult device removal, and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was deployed. The second clip delivery system (cds) was advanced into the steerable guide catheter (sgc) and resistance was noted which caused too much torque; therefore, the cds was removed. The third cds (90301u225) was prepped for use and the saline bags were changed. The cds was advanced to the mitral valve and it was noted that imaging was poor. There were no signs of excessive saline, but the saline ran out and air began to go into the patient. The patient coded and cardiopulmonary resuscitation (CPR) was performed. Medication was given, and cardioversion was used due to ventricular fibrillation (vf) several times; however, the patient ultimately died. At this point, while removing the cds, the physician was being overly forceful while pulling the clip into the sgc, and a pop was heard. The clip could not be retracted into the sgc. After consulting with a trainer, an attempt was made to pull the lock and gripper lines; however, this was unsuccessful; therefore, the gripper line was cut, and the clip was left in the left atrium. The cds was removed. No additional information was provided.